Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pocket infection. The wound dressing was removed earlier than indicated. Antibiotic treatment was necessary. The system will be replaced in the future. No further patient complications have been reported as a result of this event.